Event description:
It was reported that the user experienced alternating hypoglycemia and hyperglycemia while using the ilet system, believed to be associated with maladaptive meal announcements; lows occurred after meals, were treated with oral fast-acting carbohydrates, and subsequent automated correction for prior hyperglycemia led to recurrent lows. Symptoms included low glucose readings in the 40s without reported clinical symptoms and hyperglycemia up to 380 mg/dl without reported clinical symptoms. Outcomes included urgent low glucose events and episodes of low and high glucose that were addressed through troubleshooting and education; a factory reset was performed after consultation with a healthcare provider. Investigation included case assessment and user education. Investigation of this case revealed the cause of both hypoglycemia and hyperglycemia was unclear. It was concluded that the event involved hyperglycemia and hypoglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.